Event description:
A customer reported via phone call that their belt clip broke. The customer experienced high blood glucose of 523 mg/dl. The customer had also experienced a no delivery alarm during bolus form their pump. The customer's infusion set, and reservoir were working fine. However, the customer mentioned that there were drops of insulin coming from the infusion set. The customer stated that they will monitor the infusion set and call back if the issue persisted. The customer was sent a new belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.